Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02876. This report is being submitted as additional information. The patient weight not provided. Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 4 months. Manufacturer's investigation conclusion: the pump was not explanted for evaluation. A direct relationship between the device and the reported event of a hemorrhagic stroke could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad) on (B)(6) 2011. It was reported that the patient expired at another hospital on (B)(6) 2017 due to intracranial hemorrhage. There was no device alarms reported for event. The patient reportedly experienced unspecified symptoms. Further details regarding the patient expiration were not known by the lvad implanting center; however, more details would be provided if available. On may 10, 2018, the patient's discharge summary was received which contained the following additional information: on (B)(6) 2017, the patient presented to the emergency department(ed) with continued complaints of nausea, vomiting and generalized fatigue. They were not been able to keep any food down for sometime. According to the patient and their family, the nausea had been an issue for the past 3 weeks. Reportedly the patient has had significant weight loss. Prior to presenting to the ed today, the patient reports a 102 degree fever. Tylenol was taken prior to coming in to the ed. The patient also complained of history of recent headaches. Ed performed computed tomography's (CT) of the head, abdomen, and pelvis which were unremarkable. On (B)(6) 2017, the patient was unresponsive and had left arm and eye twitching and shaking. This then stopped spontaneously and patient remained unresponsive. Flows on lvad were stable and pulse was felt at wrist. The patient was placed on non-rebreather with improvement of stats but breathing became more labored. Stroke alert called, rapid response team (rrt) was called. The patient taken to open heart unit urgently for further treatment and evaluation. On (B)(6) 2017, the patient arrested, echocardiogram was performed which showed no flow in the lv outflow trac. The patient was made do not resuscitate (dnr) and ultimately expired at 1535.